Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: pseudomonas aeruginosa and burkholderia cepacia (the total is >100 cfu/endoscope.). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel medical, isa using peracetic acid. The device was returned to olympus france (ofr) for evaluation. Ofr inspected the device and confirmed the following: -the insulation resistance value of the insertion section was out of specification. -the light guide lens was missing -the ccd cover lens was chipped. -the adhesive of the bending section rubber was worn. -the endoscope cover was worn. -the cp plate in the control section was deformed. -the rubber of the remote switch 1 was damaged. -the universal code was wrinkled. -the angulation was out of specification. -the biopsy channel was worn. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may be less relevant to the device. -as a result of the microbiological testing performed after the reprocessing by the user facility, the growth of the bacterium (>100 cfu/endoscope) was confirmed. -as a result of the microbiological testing performed after the reprocessing by ofr according to the instruction manual, the growth of the bacterium was not confirmed. Since similar events have occurred at the user facility in the past, olympus medical systems corp. (Omsc) recommended that the user facility be trained in how to handle the device and how to reprocess it. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.